Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient (B)(6) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During a right idvt case, a pericardial effusion was noticed. The patient had an elevated heart rate but that there was no change in blood pressure. The physician noticed that there weren¿t any ventricular contractions occurring on the x-ray. They confirmed the cardiac tamponade with an echocardiogram. The medical intervention provided was a pericardiocentesis and that 260cc (dark venous blood) was removed. The patient was reported to be in stable condition. The patient will spend the night at the hospital for observation. The physician thought the issue was due to a perforation but that there was nothing to confirm it. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was patient condition and the physician noticed the heart boarder was not moving properly on xray. The patient outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event, the patient was kept overnight for observation versus same-day discharge which was initially intended. A transseptal puncture was not performed. Ablation was not performed before the cardiac tamponade was noted. There was no evidence of a steam pop. When the event occurred has not been determined but it was discovered post procedure. Irrigated catheter flow setting was for stsf which used on a low to high flow during ablation. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability were set to 3 mm, 3 sec, 25%. 3g with respiration and color options used prospectively were fti. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure and it may require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 6-jul-2022, the product investigation was completed. It was reported that a female patient born on (B)(6) 1980 (187lbs) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. Device evaluation details: visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting correctly. An irrigation test was done and it failed due to a damaged irrigation rubbing; this issue is not related to the reported event. A manufacturing record evaluation was performed for the finished device 30764837l number, and no internal action related to the complaint was found during the review. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).